Event description:
The customer reported the system intermittently had no image on the left monitor.

Manufacturer narrative:
The ge service rep found that before the problem happened, the system began to repeat a low ma error that eventually dropped to 0 ma. He replaced the gen driver and filament driver. He also found that the error log showed continuous camera errors. The camera was replaced. System operation was verified. System operational at this time.